Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an eclipse surgery took place on (B)(6) 2016. According to the surgeon, the patient is very athletic and active. He is boxing and playing tennis. The patient had pain and movement restrictions after the surgery. The glenoid was conspicuous with suspicion of metal contact with the spherical cap. The surgeon decided on a revision surgery. The implants and the prosthesis were completely removed and an inverse prosthesis was implanted by another manufacturer. Unfortunately, the customer cannot give us the part number of the pe inlay. The customer has forwarded the explanted parts to a laboratory for culture testing. The laboratory discarded all parts after the testing. Following arthrex devices were explanted: ar-9120-02, ar-9121-02, cd-9347-18, ar-9300-47cpc & arthrex pe-inlay (partnumber unknown) it is not possible for the customer to provide us the batch numbers, no further information received.